Event description:
It has been reported to philips that fluoroscopy was not possible and the azurion system would not restart. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure which was completed by rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed reported issue. Review of the system log file showed that suite pc loses connection with x-ray generator, ui devices, x-ray pc (back-end connection lost), detector and collimator. As the reported issue was occurred one time only, the fse unable to replicate the error as a restart of system was already performed by customer. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .